Event description:
Customer reports, that the pt tubing disconnected from the aqua seal cdu at its connection to the collection reservoir. She stated that when the pt was being transported from the pacu to the sicu she looked down and noticed that the pt tubing (beneath the corrugated material) was no longer connected to the collection reservoir on the unit, and blood was dripping onto the floor. No pt injury is reported.